Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting elevated threshold measurements and an increase in pacing impedance from 500 ohms to 1440 ohms. Additionally, some noise was documented from earlier in the year. A lead fracture is suspected. The plan is to monitor the lead since the patient does not pace in the rv. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated if additional information is received.